Manufacturer narrative:
Follow-up #1: date of submission 04/05/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: review of the black box data revealed the last basal delivery was recorded on (B)(6) 2016 at 1:23 pm. The black box data did not reveal any evidence of short battery life. A call service alarm 128 to replace the battery was recorded due to a discharged replacement battery on (B)(6) 2016. The total daily dose added up to correctly reflect the user¿s programmed basal rate target. On examination, the battery compartment was noted to be cracked on the side from the threads down to the case seal. There was moisture corrosion observed in the battery canister. A leak test failed due to a battery compartment leak. The returned battery cap was intact and without damage; able to fit securely to the pump and maintain electrical connection. The pump performed ez-prime steps correctly. There were no errors, alarms or warnings during investigation. The electrical current readings were within the required specifications. The pump was exercised for 24 hours without issue. The pump was opened for investigation and did not reveal any evidence of damage, defect or contamination of the pump¿s interior components. Investigation did not duplicate the short battery life complaint and the pump was found to be operating as intended and within the required specifications.

Event description:
The reporter contacted animas on (B)(6) /2015 alleging the patient experienced elevated blood glucose (bg) of 30 mmol/l with symptoms indicative of dehydration while on insulin pump therapy. The reporter stated the pump had moisture inside the battery compartment, but no damage to the pump or the battery cap. The battery reportedly had shorter than expected battery life. The reporter stated there was a power issue with the pump related to battery life; the reporter stated pump did not issue a replace battery alarm prior to the power issue. Troubleshooting by animas customer support revealed there were low battery warnings recorded in the pump¿s alarm history. This complaint is being reported because the patient allegedly experienced hyperglycemia while on insulin pump therapy with a pump that had moisture ingress into the battery compartment and allegedly experienced a power issue which was not resolved with troubleshooting efforts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.